Manufacturer narrative:
Additional information h3, h4, h6 and h10. H4: the lot was manufactured 01/30/2023 - 01/31/2023. H10: the actual sample was received for evaluation. A visual inspection of the actual sample with the naked eye and with magnification was performed which observed a tear near the lower right edge in the back side of the bag. Functional testing was performed using tap water which identified a leak at the lower right side near edge in the back of the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. This was identified during visual inspection of the finished product at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.